Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician attempted to cross a lesion with the taxus express2 2.75 x 20 mm drug eluting stent, but could not advance the device to the distal rca lesion due to tortuous anatomy. After removal of the taxus stent delivery system, the physician was able to advance a zeta 2.75 x 18 mm stent and deploy it successfully. No pt injuries or complications were reported.